Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial artery using an indigo system cat rx kit. After making two successful passes with the indigo system catrx aspiration catheter (catrx) with a non-penumbra sheath, the physician removed the catrx to obtain an image within the patient. The physician then removed the catrx from the non-penumbra guidewire; however, encountered resistance and, consequently, the catrx had broken into two pieces outside of the patient¿s body. Therefore, the procedure was completed using a new indigo system cat3 aspiration catheter (cat3) with the same sheath and the same guidewire. There was no report of an adverse effect to the patient.